Event description:
Per complainant, had purchased 2 cubby beds. Per the complainant, she could not find the locks for the safety sheet. It is unclear how locks were lost after delivery. Both of her children eloped as the sheet was able to be unzipped without proper locking. Per the order number, the beds had been purchased on (B)(6) 2025. Per complainant, neither child was hurt. Complainant sent several pictures. The pictures show unzipped or no safety sheets on the beds. This complaint addresses 1 bed event and 3016541541-2025-00026 addresses the other. There was no report of injury as a result of the event.

Manufacturer narrative:
Complainant was advised to discontinue use of the beds until she could use locks. Replacement locks were sent and complainant stated that use of locks fixed the problem. Review of the manufacturing records for lot: 15569 of kit10004 confirmed locks were included in the box at manufacturing per visual inspection. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.